Event description:
Hyperglycemia (unable to control their blood sugar readings). [Hyperglycemia]. The insulin was not being delivered [needle issue]. Case description: does the incident represent a serious public health threat: no. This serious spontaneous case reported by a pharmacist from (B)(6), concerns a female patient (age unknown) who used novofine 8mm (30g) autocover (needle) for an unknown indication and experienced "hyperglycemia", "the insulin was not being delivered" beginning on an unknown date. Patient height: not reported. Medical history of the patient: not reported. This patient had reportedly been taking novofine 8mm (30g) autocover (needle) from an unknown date. On an unknown date, the patient developed hyperglycemia while on treatment using novofine 8mm (30g) autocover. The event was considered medically significant by the reporter. When the patient changed novofine 8mm (30g) autocover needles to novofine needles the hyperglycemia resolved. It has also been reported that the insulin was not been delivered. The patient was unable to control her blood glucose level. On an unknown date, the event "hyperglycemia" was reported as recovered and the outcome of the event "the insulin was not being delivered" was not reported.